Event description:
It was reported the device was unresponsive to telemetry. Pacing was said to be "erratic" with magnet. When asked, the patient did remember a "vibrating" sensation in or around the pocket site. The device will be removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.